Event description:
It was reported that the device did not detect the t-wave oversensing (twos) and the right ventricular (rv) lead had twos. Additional information regarding possible intervention was attempted to be obtained, however, it was not available. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. The analyst noted that the right ventricular lead was oversensing. One ventricular non-sustained tachycardial episode of 175 milliseconds occurred on (B)(6) 2012. Five lead failure predictor high rate non-sustained episodes equal to or less than 180 milliseconds average ventricular-cycle and two ventricular fibrillation episodes equal to 170 milliseconds average ventricular-cycle occurred on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947m implantable tachy lead, (B)(6) 2011. (B)(4).